Manufacturer narrative:
Concomitant products: 693565 lead implanted (B)(6) 2010; 5076-52 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.